Event description:
As reported by the sales rep per the user facility: reports leaking. This has resulted in chemo spills. Additional information provided by the facility via e-mail indicated it is not known how many of the reported incidents involved a chemo spill. No further information was available from the facility. The sales rep reported no one suffered any adverse sequela associated with the reported incidents.

Manufacturer narrative:
Four used samples and forty-eight unused, packaged and sealed samples from the reported lot were returned to the manufacturer to be evaluated. When physically tested for leakage, per specification, leakage was noted at the tubing insertion area of the tubing into the t-port reflux valve assembly on the used returned sets. Visual examination shows evidence of hazing on the tubing, which is a result of solvent application, indicating that solvent was applied at the time of manufacturing. The critical dimension of the tubing was measured on the used samples and found acceptable. Two of the used samples were also tested for joint strength and exceeded the minimum joint separation design specification. The forty-eight unused samples were tested for leakage and no leaks were noted. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports against the reported catalog number or the reported lot number.